Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue but ultimately reverted to an alternate form of insulin therapy. Customer's blood glucose was 436 mg/dl.